Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle contamination was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to g3: date received by MFR: 7/17/2022 (previously submitted as 7/18/2022). H4: the lot was manufactured from may 16, 2021 - may 18, 2021. The device was received for evaluation. Visual inspection along with magnification was performed and a white polymeric appearing particle approximately 1.00 square millimeters morphologically consistent with fill port material was observed loosely within the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.